Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail holding screws were found to be damaged and worn out around the threads whereas received nail handle had no damage/wear marks. The microscopic image of the threads of the nail handle confirms that there is no damage to the threads. The received nail holding screws could be inserted to the nail handle but with a resistance and could be removed from the nail handle but with high resistance. A sample nail holding screw was used to check whether the same issue occurs but that sample nail holding screw could be inserted and removed without difficulties which confirms that the issue of jamming is due to the received nail holding screws in this case. The od (outer diameter) of the received nail holding screws was calculated using digital micrometer and the values came out to be 8.166 mm and 8.154 mm which are in range (8.13 mm ¿ 8.18 mm) as specified in the drawing. Dimensional check on the nail handle was not performed since its function was as intended. The hardness of the received nail holding screws and nail handle was tested using a hardness tester machine and the values for the nail holding screws came out to be 46.2 and 46 hrc whereas the value for the nail handle came out to be 52.1 hrc. The hardness value of nail holding screw is well within the range (45 hrc ¿ 49 hrc) as specified in the drawing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by handling failure during assembling which led to damage of nail holding screws. If any further information is provided, the complaint report will be updated.

Event description:
The end user has reported: event description : it¿s a new depot for t2 tibia, only use once. The nail holding screw for tibia (ref 1806-0370) got stuck in the targeting device (ref 1806-1002). With great difficulty we were able to remove it to use the second nail holding screw and we have the same problem¿ and impossible to connect the nail to the target device ¿ and impossible to use the t2 tibia nail. The surgeon had to use an implant from an other company.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The end user has reported: event description : it¿s a new depot for t2 tibia, only use once. The nail holding screw for tibia (ref 1806-0370) got stuck in the targeting device (ref 1806-1002) with great difficulty we were able to remove it to use the second nail holding screw and we have the same problem. And impossible to connect the nail to the target device. And impossible to use the t2 tibia nail. The surgeon had to use an implant from an other company.